Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of over 400 mg/dl on (B)(6) 2011 and she did not feel well. Her normal blood glucose level is 100 mg/dl. She stated she had also developed a sty in her eye and she went to the hospital. She was unable to recall what treatment she received. Troubleshooting did not reveal any product issues. The pt had switched to her backup infusion device. Further attempts to f/u with the pt were unsuccessful. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.